Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced mesh exposure and pain following insertion. It was also reported that the patient had a complete removal of the mesh on (B)(6) 2021. It was reported that the mesh was found to be close to obturator neurovascular bundle (0.5cm from same) on left hand side.

Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. Events associated with patient's first case reported via mw # 2210968-2021-10270 events associated with patient's second case reported via mw # 2210968-2021-10271